Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the provided data about inappropriate centrifugation conditions, a preanalytic issue was the most likely root cause.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t results for three patient samples from the cobas e 801 module serial number (B)(4). The customer used the same reagent for both the troponin t hs elecsys and troponin t hs stat applications. Patient 1 troponin t hs elecsys result was 35.7 ng/l and the repeat result was 27.3 ng/l. The troponin t hs stat results were 27.2 ng/l and 24 ng/l. On (B)(6) 2020, patient 2 troponin t hs elecsys result was 6.35 and the repeat results were 7.23 ng/l and 7.49 ng/l. The troponin t hs stat results were 18.9 ng/l, 7.49 ng/l, and 6.67 ng/l. On (B)(6) 2020, patient 3 troponin t hs elecsys results were 10.8 ng/l and 15.5 ng/l. The troponin t hs stat results were 48 ng/l and 9.64 ng/l. It was requested but was unknown if any questionable result was reported outside of the laboratory.